Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for a prophylactic bleed during a colonoscopy procedure performed on an unknown date. During the procedure and inside the patient, there was no 'pop' during deployment, so the clip did not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for a prophylactic bleed during a colonoscopy procedure performed on an unknown date. During the procedure and inside the patient, there was high resistance felt before the handle spool reached the end, so the clip did not close and due to this the clip did not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h11: blocks b5 and h6 (device codes) have been updated based on the correction email received on 30may2024.